Manufacturer narrative:
(B)(4). Date sent: 8/24/2020. D4: batch #u93r5u. Investigation summary : the analysis results found that 2b5st device was received with the obturator cap separated from the obturator base. No functional test was performed due the condition of the device. It is possible that the damage was due to improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, the blunt tip of the device was broken off when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.